Event description:
It was reported telemetry confirmed an alarm occurred due to zero milliliters (ml) reservoir volume reached in the pump. It was reported the patient had been away from home when his pump started to alarm. The patient experienced increased pain. The patient was seen in the emergency room "last night" and was admitted to the hospital. Upon pump interrogation, a low reservoir and empty reservoir messaged were noted. According the pump logs, the last change date was on (B)(6) 2011 and the volume dispensed by the pump was 111 ml's. It was reported the patient had indicated he had been refilled "five weeks ago." The device system had been used to administer hydromorphone, clonidine, and bupivacaine. It was later reported that on (B)(6) 2013, the ER requested the pump be interrogated on a detained patient. The patient was in custody of the police department on a warrant and had claimed his pump started to alarm that morning and needed to visit an ER to have it refilled. It was reported the patient had claimed he had recently had his pump refilled at the ER, however, it was reported per the pump logs the last change to the pump was (B)(6) 2011. Per the logs, a low reservoir date of (B)(6) 2013 was noted along with a low reservoir on (B)(6) 2011 and an empty reservoir message on (B)(6) 2011. It was reported the pump was read and was working properly. It was reported "nobody managing this pump based on patient noncompliance." The patient experienced no injury, symptoms, or adverse events related to the event. It was later reported the patient's health care provider, who was on call, decided not to continue to manage the patient's medications through the pump. Per pump logs, a low reservoir alarm had occurred on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).